Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One 36mm cocr mod hd std item# 11-363662 lot# 706880 was returned and evaluated. Upon visual inspection there is no visible damage to the device either in the taper or on the outside diameter. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Radiographs were received and identified that images are of left hip preplanning image and one of immediate post implant. As the complaint is for issues with head and taper during implantation, neither of these images would assist in the investigation, therefor images will not be submitted for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 12-151413 item name: echo hip fx lat femoral 13mm lot# 623710; item# 110010245 item name: g7 osseoti 4 hole shell 54mm f lot# 6833713; item# 30123606 item name: g7 vit e high wall lnr 36mm f lot# 64797292. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip arthroplasty when the surgeon impacted femoral head onto femoral stem, the implant did not engage taper. A new head was opened and utilized and new head engaged onto same stem. Attempts have been made and additional information on the reported event is unavailable at this time.